Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg became inoperable after not setting their ipg to surgery mode during an unrelated procedure. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the patient underwent surgical intervention during which the ipg was explanted and replaced.

Manufacturer narrative:
The report of inoperable ipg was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The service application condition was a result of an unrelated surgery the patient reported having. There is guidance noted in the clinicians manual concerning handling of the device: electro surgery devices should not be used in close proximity to an implanted neuro stimulation system.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.